Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that there was high impedance. Electrodes are above 4000 ohms. Troubleshooting done included an impedance test, battery life checked. Tried multiple programs with no results. The cause was said to be due to multiple falls. The issue is ongoing. The patient reported a return of symptoms, urinary incontinence, frequency, urgency.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 (lot: va2qbl6); product type: 0200-lead; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 978b128, lot#: va2qbl6, implanted: (B)(6) 2023, product type: lead, product ID: 978b128, lot#: va2qbl6, implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the manufacturing representative. It was reported that the patient is scheduled for a lead only revision on (B)(6).